Manufacturer narrative:
H 3: evaluation summary: all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. An evaluation of the kangaroo pump was performed. A functional test and visual inspection were completed and the reported issue could not be confirmed. The issue reported by the customer could not be duplicated. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feed rate was set to 50 ml/hour but 100 ml was administrated in one hour.